Event description:
A customer reported several issues with their device, including battery depletion. There was no reported impact to the customer¿s blood glucose level. The customer declined a follow-up call from technical support and no additional corrective actions were documented.